Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured from april 29, 2014 to april 30, 2014. The device evaluation was completed to investigate the reported event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing passed successfully with evidence of flow at the distal luer when the luer cap was removed. The reported condition could not be verified through evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor had no flow occur during priming. The device was filled with fluorouracil diluted with 5% dextrose in water using a 20ml syringe. According to the report, the baxter-recommended filling procedure was used. The device was filled slowly and in the vertical position. All air was removed from the tubing, and forced priming was not attempted. There was no patient involvement. No additional information is available.